Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter splits when removed. The following information was provided by the initial reporter, translated from (B)(6) to english: the health professional reports that at the moment of using the device it "flowers" (tip splits) when removed and it cannot be used, but it didn't cause any damage.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1980 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter splits when removed. The following information was provided by the initial reporter, translated from spanish to english: the health professional reports that at the moment of using the device it "flowers" (tip splits) when removed and it cannot be used, but it didn't cause any damage.